Manufacturer narrative:
Concomitant medical products: product ID a2dr01 ipg implanted: (B)(6) 2016; 5076-52 lead implanted: (B)(6) 2005; 8731catheter implanted: (B)(6) 2003.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a systemic yeast infection. The system was not replaced at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.